Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user observed that the station dispensed more than one vial of medication. Specifically, it released two vials of a narcotic medication instead of one. Although the customer re-routed the medication to a new drawer, the issue continued to persist. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed from the customer that the field service engineer (fse) switched drawers and reconfigured and fixed the issue of the matrix drawer containing fentanyl and midazolam opening too far. The system functioned as intended after the issue was resolved.